Event description:
It was reported that three ems were used during a laparoscopic hernia repair. It was reported by the affiliate that staple formation is incorrect and the lot is not working at all. There was no consequence to the pt.